Event description:
An access pressure alarm occurred at the start of a routine hemodialysis treatment. The operator attempted to adjust the needles to resolve the access blood flow. A venous pressure high alarm occurred when the treatment was restarted 10-15 minutes later. Treatment was then discontinued without rinseback, resulting in an estimated blood loss of 190cc. The pt's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. Facility staff attributed the alarms to issues with the pt's vascular access. The system alarmed appropriately. The pt has since received a new catheter. The user's guide warns that the risk of clotting increases when the blood pump is stopped and to rinseback the blood if the alarms cannot be resolved in a timely manner. Nxstage medical considers this report closed. No additional info will be provided.